Manufacturer narrative:
(B)(4). D10: us157852 m2a-magnum pf cup 52odx46id (B)(6). 15-103201 taperloc microp lat fmrl 6.0mm (B)(6). 139256 m2a-magnum 42-50 tpr insrt std (B)(6). Suggested component code: mechanical (g04) - head. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by legal that a patient had an initial left total hip arthroplasty. Subsequently, the patient has displayed high metal ion levels and a pseudotumor-like reaction including bursitis and tendinosis on MRI scans. No further information has been provided at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, g3, g6, h2, h3, h4, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: (B)(6) 2015; labs ¿ cobalt 13 (normal 0-9), chromium 13 (normal 2-10) (B)(6) 2019; labs ¿ cobalt 22 (normal 0-11), chromium 21 (normal 2-10) (B)(6) 2019; MRI ¿ signs of gluteus minimus tendinosis. Peritrochanteric bursitis and mild iliopsoas atrophy. ¿ pseudotumor-like reaction left hip a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.